Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. In addition to the faulty ac/dc power supply, the device evaluation also found a loose scope connector socket which did not completely secure any paddles, causing image noise or loss of image. The receptacle board needed to be replaced to address the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the power supply unit likely caused insufficient power, resulting in the reported issue (no image). The root cause of the faulty power supply could not be determined. The loose scope connector socket likely caused a poor connection with the scope, resulting in failure to display the image or noise when moving the connector; however, the root cause of the loose scope connector socket/receptacle board failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that an image was not produced upon connecting a scope. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using similar equipment. There was no patient injury that occurred, associated with the reported problem.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty ac/dc power supply. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.